Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A specific cause for the reported infection could not be determined through this evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was diagnosed with (B)(6) driveline infection on (B)(6) 2020. Chronic doxycycline was started with improvement to site noted. No additional information provided.